Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: no batch#/s ample available no further investigation required.

Event description:
It was reported that bd needle 26x3/8 ib leaked during use on 2 separate occasions. Material no. 305110 batch no. Unknown. The following information was provided by the initial reporter: it was reported that there were 2 needles leaks at the point where needle is welded to orange needle hub on the syringe. "Dear complaint department, attached please find the spreadsheet which contains detailed complaint information data for bd syringe/needles. This report represents all available product information. No additional information is available. Please acknowledge via email receipt of this report at your earliest convenience. Kind regards description of issue: customer reports that she has had 2 needles leaks at the point where needle is welded to orange needle hub on the syringe. Customer does not recall exact date for when it first occured but stated it was in december. Number of occurrences: 2. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. What was your bg reading at the time of this event? Customer does not recall. If bg between 54-500, no more bg questions needed. Item number: choose one: 3 ml syringe ¿ 309657. 26 g, 3/8¿ needle ¿ 305110. Product lot number: unavailable. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product. No further tandem follow up is required. Cts sent replacement. Note: product category = needle/syringe issue".